Event description:
It was reported that the sys 9800 made a popping sound while at 75kv. Possible xray tube arcing. There was no pt. Involvement or info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The x-ray filament was replaced and the sys calibrated and aligned. The sys was tested and found to be working as intended and placed back into svc.